Event description:
It was reported that an asymptomatic patient presented in-clinic after receiving a patient notification. Undersensing was observed. It was recommended to install an updated programmer software so the range for non-sustained lead noise criteria would be updated. Patient will be monitored with routine follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.